Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) to perform failure analysis (fa) testing. Fa was able to confirm/reproduce the reported complaint. The unit was tested on a patient side cart (psc) fixture test platform (pftp) where it failed the fiber test on the parallelogram and rolling loop fiber. A gold parallelogram and rolling loop fiber was installed and the error went away. The original parallelogram and rolling loop fibers were re-installed and the error came back.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) 4 to resolve the error. The system was tested and verified as ready for use. An RMA was issued to evaluate the usm, however, isi has not received the unit for evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer reported that after docking all of the arms, arm 4 did not recognize the instrument and the system showed a 319 error. The customer tried to recover the fault, but the error still persisted. The intuitive surgical, inc. (Isi) clinical sales representative (csr) guided the customer to restart the system, but the rebooting did not solve the error. The isi field service engineer (fse) was contacted by the customer and the fse guided the customer to perform a hard reset of the system. After the hard reset, the system displayed the same error and the only way to solve the failure was to disable arm 4. After disabling arm 4, the system displayed the message "davinci is ready" and no errors or message were displayed. The surgical team decided to follow the procedure with only 3 arms and the procedure was completed robotically with 3 arms. The event had occurred in the middle of the procedure. The customer reported that the system did not fail to start up and had no error message at startup. The procedure was completed with no reported injury. Isi followed up with the distributor regulatory affairs analyst and obtained the following additional information from the customer: the customer reported that on (B)(6) 2023 during the prostatectomy procedure, the docking of the system was already done, and the surgery was in progress. Then unexpectedly arm 4 stopped. It was showing a failure warning and several tests of the system was requested and performed by the technician, but the problem persisted.